Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 25th 2020, senseonics was made aware of an adverse event where user experienced hypoglycemia but did not want to share information on the low glucose event.

Manufacturer narrative:
Based on the case notes from sales force case#55422 and 55427, it was understood that the system was not in use due to 'no sensor detected' issue mentioned in sales force case#55422. Per case notes, the user did not share any details about when the event occurred. The user was only tracking blood glucose levels through fingerstick measurements which were not entered in the system as the system was not in use. Based on the limited information, there cannot be any further investigation performed at this time. The user was inserted with a new sensor 138748 on 27th of october as the old sensor 150740 was removed early due to customer experience.